Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module and a second e 801 module used for investigation. Incorrect results from the sample were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the ft4 assa. The sample was initially tested on the customer's e 801 analyzer on 19-aug-2019. The sample was repeated using the wako accuraseed method and the architect method. The sample was provided for investigation where it was tested on a second e 801 analyzer on 23-aug-2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e801 analyzer used for investigation is (B)(4). Tsh reagent lot number 386646, with an expiration date of may 2020 was used on this analyzer.

Manufacturer narrative:
The customer returned a sample for investigation. The customer reported values were reproduced. No interference was found. The investigation did not identify a product problem.